Event description:
The customer reported that the system would not fluoro and will intermittently not boot up.

Manufacturer narrative:
(B) (4). The workstation 5 volts was adjusted to correct workstation boot errors. The workstation is now working as intended.